Event description:
Patient was diagnosed with the following: (hip) degenerative joint disease, (left shoulder) glenohumeral arthritis and (right shoulder) arterio osteo arthritis. Since the implantation of the 3 devices patient has been in constant pain. In (B)(6) 2012, patient was referred to a pain clinic:(B)(6) the following medications were administered: 12 hour slow release morphine, 30mg morphine (3x daily) cymbalta 60mg (1 a day) and baclofen 20mg (2x daily). Patient says despite all these he has had no relief yet, he says his quality of life has dropped. Applied twice for disability and was denied. He wishes to have all 3 devices replaced.